Event description:
The recipient reportedly experienced swelling at the implant site. The recipient was prescribed an antibiotic-corticosteroid.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's swelling issue has reportedly resolved. Due diligence attempts to obtain additional information regarding treatment were unsuccessful. The recipient remains implanted. This is the final report.

Manufacturer narrative:
(B)(4). The recipient reportedly experienced a subcutaneous skin flap infection. On (B)(6) 2017, the recipient was hospitalized and underwent incision of inflammatory tissue around the implant site. The recipient was prescribed 1 week of augmentin. The recipient was recommended 3 weeks of device non-use. Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. The recipient has resumed device use. The recipient remains implanted. This is the final report.